Manufacturer narrative:
The returned inserter was evaluated. The tip was found to have twisted and fractured off. Additionally, the weld around the alignment block has cracked. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Event description:
It was reported that a button lock inserter was found worn. However, evaluation by zimmer biomet spine personnel found that the tip has twisted and fractured off and the weld around the alignment block has cracked. There was not a specific surgery associated with this event.